Event description:
Patient had staged bilateral hip replacement 2009 at another health care facility with metal on metal articulations and vertical cup position. Patient presented with bilateral hip pain, right more severe than left. X-rays were suspicious of loosening of acetabular component right hip, elevated chromium, and serum cobalt levels. Preoperative diagnosis: failed right total hip arthroplasty secondary to aseptic loosening of acetabular component and probable metal-on-metal reaction.====================== manufacturer response for depuy acetabular cup component and femoral head component, unknown======================local depuy representative